Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ es- patient not showing up on the station a review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not crossing over the pyxis. A technical support specialist confirmed another transfer was supposed to happen and will call back if the issue persists.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had patient was discharged and re-admitted again due to wrong unit registered after re-admitted, the patient information is not crossed over the pyxis. Nurse created a temporary patient to retrieve medication but it is failed because the station shows no medication exists for the patient. There were no adverse events or injuries reported based on this incident.